Event description:
The customer complained of a suspected positive biological indicator. The load was partially recalled and the instruments in the loads of the event were used on pts, and no incidents have been reported.

Manufacturer narrative:
Other, suspected positive bi.